Manufacturer narrative:
It was reported that during patient transfer with using the maxi move floor lift and arjo clip sling (maa4100m-l), the resident fell out from the device. As a result of the fall, patient sustained a cut to the back of the head, requiring staples. According to the information provided, the patient was sitting in a comfort chair when the caregiver attached the sling clips, starting with the shoulder clips and then leg clips. When the patient was lifted, the sling leg clip detached from the device's spreader bar. Attempts were made to get more information, the customer did not provide any further detail regarding the circumstances of the event. After the event, the device and sling were evaluated by arjo representative. The lift evaluation revealed scrapes on the boom and grey plastic cap missing from the spreader bar. A full function test was performed, including load test, and no device malfunction was found. The sling evaluation revealed missing stiffeners from the sleeves. Arjo slings with head support have two pockets in the head section that contain plastic reinforcement pieces - stiffeners. The two plastic stiffeners are placed in the pockets of the sling to support the patient's head during the transfer. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The sling became detached when the resident was being lifted. It was indicated that patient's weight had shifted in air which might have led to a situation that the sling was not under tension, and that's when leg clip became detached. The missing stiffeners in the sling head section could have influenced the patient¿s stability in the sling and the weight shift mid air could have contributed to the clip detachment and patient's fall. According to the procedures provided in the instruction for passive clip slings (04.sc.00-9en): "to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Check that the stiffeners are completely inside the stiffener pockets, if any." To sum up, the system (sling and lift) did not meet its specification since the sling clip detached from lift spreader bar. There was no lift malfunction found during the inspection which might have contributed to the clip detachment and patient¿s fall. The missing stiffeners in the sling head section could have influenced the patient¿s stability in the sling and the weight shift mid air could have contributed to the event. The complaint decided to be reportable due to an allegation concerning the clip detachment.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the sling leg clip detached. As a consequence of the event the resident fell from maximove lift. As a consequence of the event the resident sustained laceration to the patient's head requiring staples.